Manufacturer narrative:
Additional information: h3, h6, h10. H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported damaged broken twist clamp was not verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue plastic piece (main body) of a minicap transfer set was broken. This occurred when "tightening the line to a solution bag" during set up of peritoneal dialysis therapy. The patient was given antibiotics as prophylaxis treatment and the patient¿s transfer set was replaced. There was no patient injury associated with this event. No additional information is available.